Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. The device passed a series of automated diagnostic test that verified normal pacing, sensing, and shocking functions. Portions of the circuitry, including the battery, were then isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had recorded historic episodes of noise on all channels. No adverse patient effects were reported as a result of this noise. The device was explanted approximately one year later, after declaring elective replacement indicator (eri) and returned to boston scientific for analysis.